Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, the device was reported reaching elective replacement indicator sooner than expected due to an overestimation of the remaining longevity. The calculation on expected battery longevity were slightly different from what was reported from the clinic. The device was considered a normal total longevity. The device was explanted and replaced. The patient condition is good after the procedure.